Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the correction boluses delivered did not reflect the recent changes made in the customer's personal profile settings. Customer declined troubleshooting with tandem technical support. The customer's blood glucose was 145 mg/dl. The customer reverted to manual injections for insulin therapy.